Manufacturer narrative:
Quality safety evaluation received on 10-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible no complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal and pelvic pain and heavy bleeding (genital haemorrhage). Plaintiff was forced to undergo a partial hysterectomy wherein only one fallopian tube and coil was removed. The symptoms persisted and, then, the remaining fallopian tube and coil was surgically removed. Both events are listed in the reference safety information for essure. Pelvic, back, abdominal and uncharacterized pain may occur with essure therapy. Also, abnormal genital bleeding and menses pattern changes may occur. Considering the information received for this case and the events' nature, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, due to the required surgical interventions. Additionally, non-serious events were reported. According to technical analysis, a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe abdominal and pelvic pain/pain"), genital haemorrhage ("heavy bleeding/abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a female patient who had essure (batch no. 789037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1 in 2008. Previously administered products included for prevent pregnancy: mirena from (B)(6) 2009 to 2012. Past adverse reactions to the above products included headache with mirena. Concurrent conditions included body mass index normal. Concomitant products included oral contraceptive nos since 2012 for contraception as well as antithyroid preparations since 2015 and fluoxetine hydrochloride (prozac) since 2012 to (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2014, the patient experienced urinary tract infection ("urinary tract infection") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal and pelvic pain"), headache ("painful headaches"), bladder disorder ("bladder or urinary problems or changes"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with ibuprofen (advil), antibiotics, surgery (removal surgery (removed left tube) on (B)(6) 2015), surgery ((B)(6) 2014, hysterectomy with unilateral salpingooopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain and abdominal pain lower was resolving and the vaginal haemorrhage, menorrhagia, abdominal pain, headache, dysmenorrhoea, urinary tract infection, dyspareunia, female sexual dysfunction, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible no complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 27-feb-2018: fu from pfs: new events: vaginal haemorrhage, menorrhagia, dysmenorrhoea, urinary tract infection, dyspareunia, female sexual dysfunction, bladder disorder, vulvovaginal pain, abdominal pain lower were added. Reporter, patient demographic information, all other relevant history updated. Product start date and stop date updated, lot number added. Previously reported event¿ pelvic pain, genital haemorrhage¿ outcome updated from unknown to recovering/resolving. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/ plaintiff's family in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2012. Sometime following the procedure she began suffering from heavy bleeding, severe abdominal and pelvic pain, painful headaches, and more. As a result of her symptoms, in 2014, plaintiff was forced to undergo a partial hysterectomy wherein only one fallopian tube and coil was removed. The symptoms persisted and, in (B)(6) 2015, the remaining fallopian tube and coil was surgically removed. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal and pelvic pain and heavy bleeding (genital haemorrhage). Plaintiff was forced to undergo a partial hysterectomy wherein only one fallopian tube and coil was removed. The symptoms persisted and, then, the remaining fallopian tube and coil was surgically removed. Both events are listed in the reference safety information for essure. Pelvic, back, abdominal and uncharacterized pain may occur with essure therapy. Also, abnormal genital bleeding and menses pattern changes may occur. Considering the information received for this case and the events' nature, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, due to the required surgical interventions. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe abdominal and pelvic pain/pain"), genital haemorrhage ("heavy bleeding/abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 25-year-old female patient who had essure (batch no. 789037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 in 2008, ovarian cyst and ovarian cystectomy. Previously administered products included for prevent pregnancy: mirena from january 2009 to 2012. Past adverse reactions to the above products included headache with mirena. Concurrent conditions included body mass index normal. Concomitant products included oral contraceptive nos since 2012 for contraception as well as antithyroid preparations since 2015 and fluoxetine hydrochloride (prozac) since 2012 to january 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"). In june 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal and pelvic pain"), headache ("painful headaches"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with ibuprofen (advil), antibiotics, surgery (hysterectomy (full),oophorectomy(right fallopian tube and ovary),salpingectomy-bilateral), surgery ((B)(6) 2014, hysterectomy with unilateral salpingooopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain and abdominal pain lower was resolving and the vaginal haemorrhage, menorrhagia, abdominal pain, headache, dysmenorrhoea, urinary tract infection, dyspareunia, female sexual dysfunction, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion on 21-sep-2010, findings: a 5 cm right corpus luteum ovarian cyst. Normal uterus, intrauterine device in place, normal fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc update on 23-jul-2018: pfs received- no new information. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.